Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - the taxus element/ion stent delivery system (sds) was received with no original packaging or other devices. There was contrast visible in the inflation lumen of the sds. There were stent strut impressions on the surface of the tightly folded balloon. The stent impressions were centered between the markerbands. There was no damage to the sds. There was a blood like substance on the stent. The stent was received dislodged from the sds. The stent had lifted struts and was flattened. The reported stent movement was confirmed as the stent was dislodged from the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 95% stenosed lesion being treated was located in the mildly calcified proximal left anterior descending (lad) artery. The lesion was not predilated. The physician attempted to place a 3.0x12mm ion stent, but was unable to cross the lesion, resistance was felt. When removing the stent delivery system (sds), so predilatation could be performed, the stent felt like it had caught on the catheter and it looked like it might have moved on the balloon. The physician removed everything together. The procedure was completed by predilating with a 2.5x12mm non-bsc balloon and deploying a 3.0x12mm ion stent. No patient complications were reported and the patient's status is ok/fine.